Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510k - k130520. The actual sample was received for evaluation. Visual inspection revealed no anomaly such as a break, in the appearance. The actual sample was built into a circuit with tube and the pressure drop was measured while physiological saline solution was circulated in the blood channel at each flow rate up to 5l/min, which is the upper range applicable to fx15, and in addition, at 6l/min simulating the condition during the event. The obtained values were confirmed to be equivalent to that obtained from a current product sample. Next, bovine blood (hct 35% and temp. At 37°) was circulated in the circuit at 5l/min while the pressure drop was determined. The obtained values were confirmed to meet the manufacturer specifications. No anomaly was confirmed. No difference in the pressure drop was confirmed between the actual sample as received and the current product sample when circulated with physiological saline solution. A review of the device history record and the product release judgement records of the involved product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved capiox custom pack was used pre-treatment and was primed according to the routine procedure. When it was rotated at a flow rate of 6 l/min for the inspection purpose, the pressure drop should have normally been at around 40mmhg; however, it was actually 80mmhg. It could not be judged if it was normal level with crystalloid, and the ce was asked per rep to discontinue using the actual sample by way of precaution. The procedure outcome was not reported. The patient was not harmed.